Event description:
Upon removing abr (auditory brainstem response) patches, patient's skin was noted to be red and traumatized on the right forehead and anterior left ear. Upon removing bone conductor transducer, patient's skin was noted to appear traumatized on posterior left ear. Surgeon notified. Area assessed. Plastic surgeon notified and area assessed.surgeon plans to re-assess at post operative appointment.